Event description:
The customer reported a general text note pass and battery not charging.

Manufacturer narrative:
(B)(4): the customer reported a general text note pass and battery not charging. The device was evaluated by a philips field service engineer (fse) and the symptom was clarified as the device hangs during an opcheck nbp test, the general system test and ECG test fail. The error log shows missing: processor dsp firmware version, therapy board hardware version, spo2 module hw version and nbp module version, the software upgrade failed with error code 12 (possible defective or unsupported usb drive). The issue was localized to a failure of the processor pca. Philips is considering this a malfunction of the processor pca. No further communication was requested and none is warranted.